Manufacturer narrative:
Film evaluation summary: the reported occlusion could not be confirmed on the pre-implant films provided, therefore the cause of the event could not be determined. The reported blood loss and death could not be assessed on the images. It is possible that the observed anatomical factors such as pre-existing vessel thrombus, calcification and vessel tortuosity may have contributed to the occlusion. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(6), ubd: 29-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 66mm aaa. It was reported that during the index procedure, a left sided occlusion occurred affecting the stent grafts etlw1613c93e (B)(6) and etlw1613c82e (B)(6). Intervention was performed and a 32 endurant aui and 36 endurant cuff were implanted. A fem-fem bypass was performed also performed with the implant of a non mdt plug. It was also noted that there was an extravasation in the proximal right external iliac artery (reia), distal to the right limb caused by a non-medtronic thrombectomy catheter. The removal or delivery of the stent grafts did not cause any injury in the reia. Per the physician the probable cause of occlusion was patient anatomy. It was noted the patient had calcified access vessels. The extravasation of blood was caused by the thrombectomy device. It was then reported the patient expired the following day. The cause of death is unknown but as per the physician not related to the endurant stent grafts. No additional clinical sequelae were provided .